Event description:
It was reported that during a low anterior resection procedure , when firing the device, the anvil was placed into the proximal portion of the bowel, the trocar end was inserted anally. The 2 ends were put together, closed correctly, fired gun, heard washer breaking, and opened gun with a 3/4 turn. The surgeon tried to remove, but the gun did not give; had to pull on it to remove. Eventually the gun came out, but tearing the lateral and proximal portion of the anastamosis. The operation took longer than intended, because they then had to do another end to end anastomoses. Device will be returned.